Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: unknown, item name: unknown stem, lot #: unknown. Item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03639, 0001825034-2019-03643, 0001825034-2019-03644. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial hip arthroplasty approximately 4 years ago. Subsequently, patient is experiencing pain and instability. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
His follow-up report is being submitted to relay additional and/or corrected information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been further reported that the patient fell causing torn muscles in the right leg along with a possible stress fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.